Event description:
International customer reported that a tip of the needle broke during a brain tumor excision. The needle fragment was located by x-ray. The pt was subsequently returned to surgery for excision of the retained needle fragment at an unk time after the original surgery.

Manufacturer narrative:
Date sent to the FDA: 5/16/2008. The actual device lot associated with this event is not known. International affiliate reports the following possible products: lot: zp2942, mfg 12/1/2007, exp 7/31/2012. Lot: zp2281, mfg 12/1/2007, exp 7/31/2012. Conclusion: the product is expected to be returned for eval. The results of the eval will be provided by a supplemental 3500a form accordingly. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time.